Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had detected impedances greater than 2000 ohms on this high impedance defibrillation lead. The threshold and r-wave amplitude were within normal limits. Upon interrogation, the impedance was found to be normal. A boston scientific technical services (ts) consultant discussed troubleshooting techniques and one could not rule out a possible loose set screw. Further information noted that a lead revision was performed in which there were not issues with the setscrew connection but rather the lead terminal pin was able to be pulled apart. This lead was surgically abandoned and another lead was successfully implanted. To date, there have been no reported patient symptoms associated with this clinical observation. Additional information received indicates the device was explanted and returned. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a separated header. Evidence indicates that the loose header was caused by external stress during the explant procedure. Manufacturing enhancements have been implemented to make the header bond more robust. Laboratory analysis was unable to reproduce the reported high impedance measurements.